Event description:
It was reported that the atrial lead was undersensing p-waves during device interrogation. At a previous visit, the sensitivity of the lead had been changed. At that time, there was no p-wave undersensing, but the p-waves were smaller than they had been previously. A chest x-ray showed no lead issues. The lead remains in use. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.